Manufacturer narrative:
Deflation issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: -CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on prostatic catheter reference, defect deflated over last four year, 30 similar cases were found. A rmf evaluation was performed based on criq250 - risk identified: 11504 (hazardous situation: catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the patient had an sv 3-way with flushes and the nurse intended to perform a quick flush. As soon as the flush was initiated, the patient informed there was a leak next to the sv. The nurse saw that the catheter had come out and that the balloon appeared deflated but intact.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the patient had an sv 3-way with flushes and the nurse intended to perform a quick flush. As soon as the flush was initiated, the patient informed there was a leak next to the sv. The nurse saw that the catheter had come out and that the balloon appeared deflated but intact.